Event description:
Cardiac stent could not be delivered; on withdrawal the stent stripped from the delivery balloon. It could not be retrieved and was deployed in place in the left main jailing, blocking the lad, left anterior descending. The lad could not be delivered due to inability to cross the stent struts with a balloon. This complication required unplanned (but not emergent) coronary bypass surgery.